Event description:
He was trying to get through a very calcified lesion with the mongo wire. As he was trying to advance the wire through the lesion, tip became lodged in the calcium. When he tried to remove by pulling on the wire, but it did not release from the calcium. He pulled harder and that is when the wire tip separated. That is what happened with both wires. He was more frustrated about losing wire position then with the wire tip separation. He finished he case using two more mongos with no issues. He stented over the wire tips that were in the sub-intimal space and there was no issue for the patient. He also used mongo again today in another cto with no problem.